Event description:
It was reported that patient underwent revision knee arthroplasty on (B)(6) 2008 due to collateral ligament laxity. A subsequent revision procedure was performed on (B)(6) 2012 due to tibial pain. The tibia tray and tibial bearing were removed and replaced. Only the tibial tray was manufactured by biomet spain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This MDR is one of two reported (1825034-2012-00279 and 9610576-2012-0004) for this event.